Event description:
The nurse of the hospital contacted baxter about 1 unit of a buretrol sistema de adm.p/sol.i.v. Equipo c/ bureta 150 ml set which was leaking. The hospital did not provide additional information about this issue because it was a long time ago and only now they informed baxter. There is no sample to evaluate. There was no patient involvement with this event.

Manufacturer narrative:
(B)(4) - the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow up report will be submitted.